Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported entrapment of device (clip caught on leaflet). The reported gripper actuation issue appears to be related to the clip being caught on the leaflet. The reported unexpected medical intervention was a result of case specific circumstance as. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was steered into position, while attempting to grasping a posterior-1 (p1) prolapse the clip became caught on the anterior leaflet. Troubleshooting was preformed, during which it was identified that the grippers would no longer acuate. The clip was implanted on the medial edge of the prolapse. The clip was determined to be stable and the procedure was discontinued. The final mr was grade 3. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.